Event description:
The customer contact reported inaccurate delivery. The customer contact reported the device did not deliver as programmed. No specific pump programming or event details were provided. There were noi reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.